Event description:
Information was received from a patient regarding an external device. The patient reported that starting friday their recharger was not charging from the dock. The patient stated that the green battery light was scrolling and it would not turn on. The patient also said they noticed as of prior to this past summer that the dock charging cable was not sitting right when plugged in and wouldn't charge the dock. The patient found an alternative charging cable. The patient confirmed on the call that the charging cable fit appropriately into the communicator and recharged appropriately.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the recharger wr9220 wireless perficio insr (B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Ad456980 was opened to address similar issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.